Manufacturer narrative:
Pending. Additional info d4: serial# (B)(4).

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 7.1, lab: 4.6. Date: (B)(6) 2011, inratio: 4.9, inratio: 5.9. Pt's target range is 2.0-3.0. Compared results done within minutes of each other. Meter result from (B)(6) 2011 was from meter# (B)(4). Caller did not specify which result was from meter# (B)(4) and which was from (B)(4) on (B)(6) 2011.